Event description:
The system was implanted two years ago. It was found in july, 1996 that the peritoneal catheter had a fissure at the site of the cervix. The pt was often exercising at a golf driving range. He did not realize that the catheter was broken.